Event description:
The user facility claimed that the device lost audio function during a procedure. There was no reported patient impact.

Manufacturer narrative:
(B)(4). - the user facility claimed that the device lost audio function during a procedure. There was no reported patient impact. A field service engineer was dispatched to the customer site and implemented a mandatory field change order on the device for this known issue. Our investigation revealed that when the device runs out of memory, the device can enter a state where it no longer produces sound correctly. This indicates that a "memory leak" consuming all available memory was the cause of the sound issue. Further analysis found that the device's watchdog only monitors and responds to lock ups of the component's main thread and not worker threads. The device can play three sounds simultaneously, which are implemented in worker threads. Therefore, a failure of a sound component in a worker thread would not trigger the watchdog to function. The fact that the watchdog did not trigger based on the failure of a sound component in a worker thread was determined to be the root cause of this issue. The device's software has been modified to inform the driver not to queue any events, which prevents the accumulation of events and resolves the memory leak. Additionally, the watchdog of the system was enhanced to not only detect main thread lockup, but to detect locked hmi sound worker threads. Additional enhancements were also made the watchdog so that, when activated, the watchdog clears the screen and plays the watchdog alarm and continues to do so indefinitely. In response, the user would be required to turn off the device and turn it back on again. This will guarantee that the device is coming up in a known "normal" state. The device manufacturer had previously issued a mandatory field change order to correct this problem on all affected devices, but implementation of this fco on this device at this customer site had not occurred at the time the reported failure occurred. Us FDA was notified of the mandatory field change order on 04-oct 2013. As part of this mandatory field change order, a communication was sent to all users of the device (including this user facility). The biomed at the user facility confirmed that they received this communication and that the information contained within was communicated to the three departments that utilize the device (MRI, nursing and anesthesia), but the biomed said he could not confirm that the power cycle was being done as recommended since he is not in the MRI area on a daily basis. As stated above, the user facility's device has been updated with the mandatory field change order, which resolves this issue. As a result, no additional communication regarding this issue is warranted within the user facility. There have been no reports of deaths or serious injuries due to this issue. No additional investigation or action is warranted at this time.